Event description:
It was reported by the patient that she has a nickel allergy. The patient states, she has a nickel allergy and is now concerned, because she has had a fever of unk origin for 8 days, unresponsive to 7 day course of levaquin. She states concern because she feels that this is related to the nickel component of the taxus express23.0x12mm stent that was placed in 2006. Patient had no other signs or symptoms of infection or allergic reaction other than fever. Additional information regarding this complaint was requested, but denied.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available.